Manufacturer narrative:
B2: death date not provided. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient coded and afterwards their flows were zero. Log files sent for evaluation captured low flow alarm events on 20sep2024. There were also several momentary low flow events recorded. Some of these events were very brief and did not generate an alarm. There did not appear to be any type of external mechanical circulatory support (mcs) equipment issues causing these events. It was reported that the patient did end up developing a significant gastrointestinal (gi) bleed. The patient received several units of blood product and also vitamin k to try to help the bleeding. Patient had been on coumadin, but no other anticoagulation. There were multiple changes to ventricular assist device (vad) speed, especially while the patient was actively coding. Flow also fluctuated requiring more speed changes. A transesophageal echocardiogram (tee) was done after the patient was stabilized. The patient's flow was no higher than 1 at that point. Tee showed that all valves were still functioning, the vad was intact, and that the right ventricle was enlarged while the left was smaller. A computed tomography (CT) scan was performed, however it was unable to be completed due to the patient coding in CT scan. The patient passed away after coding again while attempting to complete the CT scan.

Manufacturer narrative:
B2: death date was requested but not provided. Manufacturer's investigation conclusion: analysis of the submitted log files confirmed low flow alarms. The account reported that the patient then coded and analysis of the submitted log files confirmed that the flow dropped to 0 liters per minute (lpm), which was consistent with the patient¿s death. A direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. As of 22nov2024 the hm 3 lvas, serial number (B)(6) was not returned for evaluation. If the device returns at a later date the investigation will be reopened. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) and the hm 3 patient handbook are currently available. Section 1, ¿introduction¿, lists potential adverse events, including bleeding and death that may be associated with the use of the hm 3 lvas. The IFU also addresses all pump parameters, including pump flow, and describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This document notes that changes in patient condition can result in low flow. Additionally, the IFU and patient handbook address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, the handbook provides examples of emergencies and the proper actions to take in the event an emergency occurs. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.